Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was a premature battery depletion. There were no known factors that led to the issue. No troubleshooting or diagnostics were performed. The doctor replaced the battery and the issue was resolved. Surgical intervention occurred. The doctor replaced the battery on (B)(6) 2018. They stated they weren¿t sure if the battery depleted early due to high amplitude (9.9v) and running for 24/7 or if there was an issue with the battery. The battery lasted about one and a half years. The hospital was in possession of the battery and it was indicated that it would be returned for analysis. No further complications were reported/anticipated.